Event description:
On (B)(6) 2009, the patient and his diabetes educator reported the patient's insulin infusion device had condensation in it which was believed to be insulin. The patient did not know how the insulin spilled into the chamber, but does not attach the adapter and tubing to the cartridge prior to inserting the cartridge into his device. The educator and patient were advised to use a cotton swab to dry out the cartridge chamber and then have the patient switch to his backup device to allow his primary device to dry out for 24 hours. On follow up with the patient on (B)(6) 2009, he stated he has switched back to his primary device and it is completely dried out. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.